Event description:
It was reported that a lynx system was implanted into the patient during a procedure performed on (B)(6) 2020, for the treatment of cystocele, rectocele, stress urinary incontinence, and postmenopausal bleeding. On (B)(6) 2020, the patient was diagnosed with postmenopausal bleeding, cervical stenosis, short tight pelvic floor/muscle spasm (spastic pelvic floor syndrome), shallow sling arms from prior midurethral sling, tethering of the perineum resulting in tearing and dyspareunia, and postmenopausal bleeding. She underwent sling revision. During the same surgery, cystoscopy, botox injection, pelvic floor botox, perineum repair, hysteroscopy with saline, dilation and curettage (d&c) procedures were also performed. During the procedure, the mesh beneath the midline urethra was left in situ, as it was not symptomatic or associated with tenderness. Incisions were made bilaterally, and the mesh was grasped with an allis clamp and partially mobilized from surrounding and underlying tissues, with removal of the vaginal sulcus arms. The vaginal epithelium was then closed on each side using 3-0 vicryl sutures. Attention was subsequently directed to perineal revision. Ten milliliters of lidocaine with epinephrine were injected beneath the posterior vaginal wall. Examination revealed a small, tethered introitus with scar-related narrowing of the vaginal caliber approximately 2 cm inside the vagina. This area was released using a vertical incision approximately 3 cm in length. The deeper layers were closed transversely with interrupted 2-0 vicryl sutures to reduce tethering and increase vaginal caliber, and the epithelium was closed with interrupted 3-0 vicryl sutures. Levator muscle botox injections were then performed due to previously noted pain in the distribution of the bilateral pubococcygeus and puborectalis muscles. A total of 200 units of botox was reconstituted in 10 ml of saline, and eight injections were administered bilaterally into the pubococcygeus and puborectalis muscles, with four injections per side totaling 4 ml on each side. The remaining botox was injected into the perineal complex. Persistent narrowing of the right anterior sulcus was noted; this area was injected with lidocaine, a shallow incision was made, the epithelium was denuded, and the incision was reapproximated, resulting in improved vaginal caliber. Final cystoscopy demonstrated normal findings with brisk bilateral ureteral efflux. The patient tolerated the procedure well. Shen then underwent hysteroscopy and d&c. During the procedure, misoprostol had been prescribed preoperatively to facilitate cervical entry; however, the patient was noncompliant with pre-procedure administration. As an alternative, 400 mcg of misoprostol was inserted vaginally approximately 1.5 hours prior to the procedure. A bimanual examination confirmed a small cervix that was flush with the surrounding vaginal tissue, and the uterus was noted to be in the midplane with slight anteversion. A bivalve speculum was inserted, and the cervix was visualized with some difficulty. The cervix was grasped using a single-tooth tenaculum, and initial attempts at serial dilation revealed cervical stenosis. Slow, gentle traction was applied using a pratt dilator, and the cervical os was successfully dilated to 18 french. A hysteroscope was then introduced through the cervical os and advanced into the endometrial cavity. A systematic survey of the uterine cavity revealed atrophic endometrial tissue without evidence of lesions or masses, and the bilateral tubal ostia were visualized. The hysteroscope was subsequently removed, and a sharp curette was advanced through the cervical os until resistance was encountered. Several passes were performed, and curettings were collected and sent to pathology for analysis. The tenaculum was removed, and hemostasis at the application site was confirmed. The hysteroscopic fluid deficit was minimal and measured 90 ml. The patient tolerated the procedure well and was transferred to the recovery room in excellent condition.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2020, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). The revising physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e0506 - postmenopausal bleeding. E1405 - dyspareunia. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.